Manufacturer narrative:
(B)(4) inherent risk of procedure (death).

Manufacturer narrative:
(B)(4) inherent risk of procedure (stent thrombosis).

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal circumflex. During a staged procedure 2 weeks post index procedure the patient had one endeavor sprint rx drug-eluting stent implanted to the mid lad. An angiographic complication occurred - dissection. Approximately (B)(6) post index procedure re-ptca was performed (non-target vessel- side branch of lad). The following day the patient suffered a mi. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device. (Ref MFR # 9612164-2011-01452).

Event description:
It is reported that approximately 14 months post index procedure patient death occurred. Cause of death is unknown.

Event description:
Approximately 18 months post index procedure the patient suffered a myocardial infarction (mi). It is unknown whether reported mi was related to the target vessel. The mi was fatal. It is reported that a possible stent thrombosis occurred the same day as mi/patient death. The reported stent thrombosis was possibly related to the study device.

Event description:
The date of the previously reported death, fatal mi and stent thrombosis were updated. The previously reported revascularization carried out 9 months post index procedure has been updated to indicate a target vessel was treated with a balloon only revascularization and the outcome was successful.

Manufacturer narrative:
Lipid lowering drugs, clopidogrel and asa continued from block. (B)(4). Evaluation: results: inherent risk of procedure (myocardial infarction).